Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had a blank display. Customer's blood glucose was unknown. The device wasn't damaged or dropped, however the device was exposed to moisture. Customer stated current the display was ok and the display went blank time to time. Self-test was performed and the device passed. Customer stated the display was badly scratched. Customer was advised to discontinue use of the device and revert to back up plan. The device is going to return the device for analysis.

Manufacturer narrative:
The insulin pump had operating currents within specification and no blank display was noted. The liquid crystal display circuit board was okay. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and a cracked reservoir tube lip. No moisture damage was noted to the electronic assembly.